Event description:
A consumer's wife reported her husband is experiencing blurred vision in both eyes following bilateral intraocular lens (iol) implant surgery. There are two medical device reports associated with this event. This report is for the fellow eye. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Not enough information was provided from the account to properly complete an investigation. Additional information was requested 08/25/2011 and 08/29/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).